Event description:
It was reported that the lead exhibited high impedances during an elective ipg replacement procedure. Upon further inspection, the extension was noted to be fractured. As a result, the extension was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.